Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The (fse) found that the probe was leaking. Upon further inspection, the fse discover the pinch valve lv8 which controls the path from the probe wash drain to the vacuum isolator chamber was not closing properly. The fse replaced the pinch valve lv8 and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was that the pinch valve lv8 was not closing properly. (B)(4).

Event description:
The customer reported to beckman coulter, (bec), a leak at the probe of the coulter act diff 2 analyzer. The volume of the leak was a few drops and was not contained within the instrument. The material safety data sheet (msds) was reviewed. The lab's exposure control/risk management plans are not in place. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection to this event. There was no death, injury or change to patient treatment.